Event description:
On (B)(6) 2015 - the patient states that the powerpicc with clamps was placed and became infected and was removed. On (B)(6) 2015 - infection turned into sepsis. Then 36 days in hospital. Facility reported infection present prior to line insertion. Infection colonized line and worsened line. Patient on immunosuppresants did not present with any symptoms sepsis.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) is not possible, as no manufacturing lot number has been provided by the complainant.